Event description:
As reported, during a treatment for postpartum hemorrhage [pph] following a cesarean section, a cook bakri postpartum balloon with rapid instillation components' balloon leaked. During the placement process, the balloon was filled with approximately 100ml of saline, and there was a small hole at the bottom of the balloon. Another same type device was used to complete the procedure. The patient lost approximately 600ml of blood prior to the device placement and 60ml of blood following the device failure. The device was not handled by or in the proximity of any metal tools. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional intervention or experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, during a treatment for postpartum hemorrhage [pph] following a cesarean section, a cook bakri postpartum balloon with rapid instillation components' balloon leaked. During the placement process, the balloon was filled with approximately 100ml of saline, and there was a small hole at the bottom of the balloon. Another same type device was used to complete the procedure. The patient lost approximately 600ml of blood prior to the device placement and 60ml of blood following the device failure. The device was not handled by or in the proximity of any metal tools. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional intervention or experience any adverse effects due to this occurrence. Investigation ¿ evaluation a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the device were conducted. The complaint device was returned to cook for evaluation. The balloon appeared to have been cut from the catheter. Visual examination of the balloon material observed a puncture mark in the balloon material. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. Review of the device history record, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU, t_j-sosr_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The complaint was confirmed based on customer testimony and evaluation of the returned device. The balloon material of the complaint device appears to have been punctured, but the source of the damage could not be determined from the available information. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.